Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced intermittent dexcom g7 signal loss to the ilet, resulting in a temporary absence of glucose readings that was resolved after the user toggled cgm type between g6 and g7 and restarted the sensor, after which readings were restored and education was provided about potential sensor replacement if signal loss recurs. Symptoms included no hypoglycemia, no hyperglycemia, and no other adverse clinical effects. Outcomes included no interruption to therapy, no hospitalization, and no medical intervention. Investigation included user troubleshooting and education. Investigation of this case revealed a communication interruption between the cgm transmitter and the ilet that was resolved with user steps, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was likely a transient cgm-to-pump communication issue.